Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer's mother reported that her daughter was not able to find the string of the tampon and had to go to the ER to have it manually removed. Consumer was experiencing pain and cramping but stated she was getting better.